Event description:
The #1 accolade broach was inserted into the femoral canal, as dr impacted it, bone debris was released from the proximal notch in the broach. Bone debris contaminated the wound. A thorough clean out of the op site was performed.

Manufacturer narrative:
Evaluation summary: insufficient cleaning at the previous hospital and subsequent lack of attention to detailed checking procedures at loan kit warehouse missed contamination. Based on the advice from the surgeon, the subsequent patient involved in this event at the mater hospital is not at risk of major infectious disease transmission. If additional information becomes available, the evaluation summary will be submitted in a supplemental report.